Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 90% stenosed, concentric mid left anterior descending artery. The patient was admitted with an acute myocardial infarct (ami). A 1.2 x 6 mm rx mini trek crossed the lesion with support from a non-abbott specialty catheter and successfully inflated. Additional inflation was performed with a 2.0 x 20 mm rx mini trek; however the balloon was slow to deflate after the first inflation. The balloon was moved slightly and inflated a second time to 12 atmospheres, but the balloon would not deflate. The indeflator was changed to a syringe in an attempt to deflate the balloon, but it still would not deflate. The patient complained of chest pain, and st segment elevation and electrocardiographic alteration was observed so the catheter was removed from the anatomy with the balloon still inflated. The procedure was completed after dilatation with a non-abbott balloon catheter. The patient has recovered. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficulty deflating could not be confirmed on the returned unit. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.